Event description:
THE CUSTOMER REPORTED THAT THEY WERE NOTIFIED OF A DONOR DEATH BY THE DONOR'S EX-WIFE. PER THE CUSTOMER THE EVENT OCCURRED OFF-SITE. THE DONOR WAS REMOVED FROM THE DEVICE PRIOR TO THE END OF THE PLASMAPHERESIS RUN. THERE WAS NO MEDICAL INTERVENTION PERFORMED. FULL PATIENT IDENTIFIER (B)(6). THE COLLECTION SET IS NOT AVAILABLE FOR RETURN BECAUSE IT WAS DISCARDED BY THE CUSTOMER. THIS REPORT IS BEING FILED DUE TO PATIENT DEATH, ALTHOUGH PER CURRENT INFORMATION THERE IS NO DETECTABLE MALFUNCTION WITH THE TERUMO BCT DEVICE OR ALLEGATION OF A MALFUNCTION.

Manufacturer narrative:
INVESTIGATION IS IN PROCESS, A FOLLOW-UP REPORT WILL BE PROVIDED.

Event description:
The customer reported that they were notified of a donor death by the donor's ex-wife. Per the customer the event occurred off-site. The donor was removed from the device prior to the end of the plasmapheresis run. There was no medical intervention performed.  Full Patient Identifier - (b)(6) The Collection set is not available for return because it was discarded by the customer. This report is being filed due to patient death, although per current information there is no detectable malfunction with the Terumo BCT device or allegation of a malfunction.

Manufacturer narrative:
This report is being filed to provide additional information in G.1, H.6 and H.11. INVESTIGATION: The Run Data File (RDF) was analyzed for this event. The log file shows that over the 73-minute procedure, there were multiple access pressure alarms which are common indicators of continued access and flow issues. The AC fluid detector, donor line fluid detector, line sensor, APS, return CPS, and draw CPS signals were analyzed, and nothing anomalous was found.  The history of the separation set lot and plasma bottle were reviewed and there have not been any recalls for these lots. A Terumo BCT service technician checked out the device at the customer site and completed a functional checkout and the investigation concluded that the device was working as intended. Investigation is in process, a follow-up report will be provided.